Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver shut down unexpectedly occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed.the receiver was charged and will boot. The receiver log was reviewed, finding no errors related to the complaint. A receiver functional test was performed and passed all relevant testing. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.